Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes appeared to be caused by post-paced t wave oversensing. Programming interventions were performed.